Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-07262012-002-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the ipg site was tender to the touch and has been this way for approximately a month. The patient stated he experiences discomfort when sitting in a chair. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient had his scs ipg replaced and the pocket site revised to the opposite side. Additional follow up identified the patient reported the pain at the ipg site was resolved.